Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Adhesive pad was not returned together with the device. Adhesive welds are complete and without any defects. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The soft cannula was found be flattened. Due to the flattening of the soft cannula was measured to be out of specification. The time and cause of the flatting could not conclusively be determined. However it could be concluded that the flattening did not contributed toward the reported symptom codes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 379 mg/dl while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (abdomen) during exercise, causing the cannula to dislodge. As treatment, a new pod was placed.